Manufacturer narrative:
The device has not been returned for evaluation, therefore we are unable to determine the root cause of the broken needle. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported that a vizishot of unknown lot-u401sx-4021 was used to perform an endotherapy procedure (B)(6) 2019. It is unclear if the healthcare provider noticed that the needle was broken during the procedure. And patient was brought back in for a computerized tomography (CT) scan for suspected foreign object. The physicians did not experience any problem with the needle or the endoscope used during the procedure. The procedure was successfully completed using the same set of equipment. The user facility believed that the vizishot broke off in the patient but they were unable to confirm. The facility advised they had brought the patient back to run a computerized tomography (CT) scan and that's when they noticed what appeared to be a needle, but could not be verified. It is unclear if the healthcare provider noticed that the needle was broken during the procedure. The customer did not have the lot numbers for the vizishot needle. The patient was discharged from the hospital. On the (B)(6) 2019 the patient was followed up on in the doctor¿s clinic as part of the post-op follow up; the doctor learned that the patient was experiencing fever and with symptoms of asthma and pneumonia. The patient returned to the hospital on the (B)(6) 2019; the patient was admitted in ER for another endobronchial ultrasound procedure, chest x-ray and CT-scan was performed. Based on the chest x-ray they observed a ¿bright linear structure¿ like a foreign object in the same lymph node that was biopsied on (B)(6) 2019. The CT-scan was not clear and it was difficult to tell if the linear structure was a foreign object. The patient was administered an antibiotic and was kept in the hospital; the patient was discharged on (B)(6) 2019 and reported to have an improved condition. On the (B)(6) 2019 the patient was still reported to be sick and experiencing fever and returned again in the hospital. The patient was admitted in the hospital again and was kept in the hospital until (B)(6) 2019. The physician stated that the patient was reportedly asymptomatic since (B)(6) 2019. No additional surgery or procedure was performed. On (B)(6) 2019 the patient returned to the hospital again to have a repeat CT-scan; the CT-scan was performed to evaluate the patient¿s condition again and for the physician had to determine if a surgical extraction needed. The CT-scan revealed that the patient¿s lymph node was almost normal and they had better visibility now of the foreign object in the patient¿s lymph node. The doctors decided to have the patient return to surgery for removal of the object. Surgery was scheduled for an outpatient procedure on the (B)(6) 2019. The physician found the broken needle that was inside the patient and removed it from the patient.

Manufacturer narrative:
This supplemental report has the following updates on d10,g4,g7,h2,h3,h6, h10. The na-u401sx-4021 needle piece (lot# unknown ) received for evaluation. Visual inspection was performed on the received condition and noted that only a piece of the distal end needle was returned for inspection.the returned needle is about 20mm long in length. The visual inspection noted that the base of the broken needle piece is damaged and scratch marks were observed. The rest of the physical device was not returned to olympus. Device history record of the subject device model with the possible lot number 8yk provided by the customer was reviewed and evaluation found that there were no abnormalities. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. In summary, the exact root cause of the reported issue is unknown however, in the past similar case, it is indicated that a buckled needle tube breaks if straightening force is applied to the bent needle. Due to the characteristics of metal, it is known that bending the needle repeatedly reduces the strength. Based on the returned product condition and the investigation results in the past, a likely cause of the breakage might be the following reasons. 1. The needle tube buckled significantly due to bending force. It might have occurred due to the movement of the patient during the procedure. 2. The buckled needle tube then received force to straighten it. 3. Bending and straightening the needle tube repeatedly reduced the strength. It can be assumed this caused the needle tube to break. Per instructions for use, "when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead".